Manufacturer narrative:
Section h4 was reported incorrectly which is corrected in this follow- up report . The manufacturer previously reported visualization of particles incorrectly in the b5 section . The correct b5 section should have been the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged alleged dry mouth, stuffy nose. The pateint alleged headache and nausea. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b5 is corrected and updated here . The manufacturer previously marked h10 incorrectly. In this report h10 has been updated/corrected.

Manufacturer narrative:
Additional information was received on june 13, 2023 and section h10 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualisation of particles also alleged dry mouth, stuffy nose. The patient alleged headache and nausea. There was no report of patient any serious harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualisation of particles also alleged dry mouth, stuffy nose. The patient alleged headache and nausea. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.